Event description:
On (B)(6) 2013, the reporter contacted animas and alleged that the pump is delivering random boluses throughout the night which throws off his daughter's iob calculation. Dad states that patient does not deliver any boluses through her pump. While patient sleeps, her pump is in her pajama pants and the keys are locked. Instructed dad to disconnect patient. Dad states last night around 1:00am, blood glucose (bg) was 435mg/dl with no symptoms and pump recommended no bolus be given because patient already had iob. Dad states neither he nor patient delivered a bolus since 11:00pm that night. Dad states he gives patient a bolus anyway despite pump recommendation. Customer technical support (cts) reviewed bolus history; (B)(6) 1151am -7.85u, (B)(6) 107am - 2.0u, (B)(6) 1236am - 12.05u (p), (B)(6) 1132pm - 0.15u, (B)(6) 833- 7.50u, also found that on (B)(6) 12:58am there was another unintended bolus through the pump. Cts instructed dad to go to an alternate insulin delivery method. Dad states patient has not experienced any low bg since this issue has started. Dad believes that pump is delivering insulin amount on its own and it is only occurring at night when patient is asleep. Patient is adamant that she did not administer these bolus amounts in the middle of the night. There is no allegation of a blood glucose excursion related to this issue. This compliant is being reported due to the allegation that the pump is delivering boluses without user intervention.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 - (B)(4) 2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powered on normally and was exercised for 24 hours without any unprogrammed boluses occurring. Boluses were programmed from the pump and were confirmed to be recorded accurately in the pump history. The keypad buttons were tested and were confirmed to be responding appropriately with no hyper-responsive buttons. Unrelated to the complaint, the display screen as found to be faded and discolored. The display screen was replaced with a test screen and the display returned to normal.